Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. After additional correspondence with the local staff, the hospital stated that different factors contributed to the complaint event: having prior stents, the use of a guideliner, the calcified target vessel. It should be noted that the IFU advises the user to not re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During treatment of a type iii cs/IV perforation, the first pk papyrus (5.0/15) was placed but the stent dislodged. (See medwatch 1028232-2022-03613.) The complaint device (3.5/20) could not pass the lesion was withdrawn and reinserted but could not cross again. During withdrawal the stent dislodged. The patient remained hemodynamically unstable and was therefore transferred to operating room. An emergent sternotomy was performed. An approx. 0.5 inch tear was noticed at the rv-ra junction. Patient had svg to pda and direct repair of the rca to rv tear.